Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:25:31. During night drain cycle five, the patient's ultrafiltration reading was 644 ml, indicating the home patient drained 644 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.